Event description:
The customer reported the generation of erroneously low creatinine (cre) and total bilirubin (tbil) patient results with qns (quantity not sufficient) error on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as a defective sample probe and reagent probe. Cts advised the customer to replace the sample probe and r1 reagent probe, perform maintenance procedures, and run calibration and quality controls. During follow-up, the customer confirmed that the probe replacements were completed which resolved the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).